Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that noise was seen on the right atrial (ra) lead channel, connected to this cardiac resynchronization therapy defibrillator (crt-d). Review of the stored atrial episode appeared to be minute ventilation (mv) signal oversensing. Intermittent high atrial impedance measurements were also reported. The patient report showed atrial impedance measurements to be within normal range, since implant. Boston scientific technical services (ts) had the health care professional (hcp) turn the respiratory rate trend feature off which will get rid of the oversensing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information indicated that this product was returned, as the patient passed away, unrelated to the product. Device evaluation was completed.